Manufacturer narrative:
Correction: g1: device manufacturer name: vantive healthcare - medolla modena monitors. G1: device manufacturer address/city/country: via modenese, 66/medolla modena/italy.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed a leak from the bypass circuit seal. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the failure of the bypass seal and the component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bypass circuit of an ak 98 machine during "unpacking". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.